Event description:
As reported by an affiliate, during coil embolization of the basilar tip artery aneurysm, the green system ready light of a micrusphere (csp100400-30/j10511) did not illuminate when the coil was connected to an enpower control cable ((B)(4)) before attempting the detachment. It was reported that a pre-deployment electrical check had been performed and no issues were noted. The physician initially replaced the cable for a new one ((B)(4), lot unknown), but the situation did not improve. Therefore, the micrusphere was safely removed from the patient and was replaced for a new one (csp100400-30, lot unknown). After that, the green system ready light illuminated and he was able to detach the replaced micrusphere using the replaced cable and the same detachment control box ((B)(4), lot unknown) with no further issues. Afterwards, the procedure was successfully completed without any further issues. There was no patient injury/complications reported. It was reported that all connections fit properly without use of excessive force. The complaint products were new and were stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the products by visual inspection. Also no damages were reported on the devices after the event. There was no stretching or unintended detachment observed in the aneurysm or in the microcatheter (headway/terumo, type unknown). It is unknown if the microcatheter was re-shaped or not. The complaint products are unavailable for evaluation. No additional information was available.

Manufacturer narrative:
Complaint conclusion: there was no product returned for analysis. A review of the manufacturing documentation associated these lots presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The device was not returned for analysis. Based on the report that there were no issues with the pre-deployment check, which as outlined in the instructions for use is done prior to use, followed by the green system ready light not illuminating prior to attempting detachment, it is possible that procedural factors/device manipulation may have contributed to the event. However, without the return of the device and concomitant components, no conclusion can be made regarding the root cause of the event. With review of the available information and the device history records there is no indication of any device manufacturing issues related to the event. Therefore, no corrective actions will be taken. This is an initial/final MDR report.